Event description:
On (B)(6) 2010, pt reported the up button on her infusion device is working intermittently. Pt stated she noticed the issue on (B)(6) 2010 while trying to bolus and use the backlight. Pt reported the button does push in and pops out when pressed. Pt stated the infusion device has been exposed to heat. Educated pt on how to use the quick bolus feature. Pt reported she has gone on a continuous blood glucose monitor which has helped a lot. Pt does have a backup infusion device and will go on it on (B)(6) 2010 and has injection therapy to use until then. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.